Manufacturer narrative:
Corrected h1 -- upon review, it was determined that the information about the returned devices were inadvertently associated with this complaint. The information in this complaint therefore does not meet the definition of a reportable malfunction complaint. There is no evidence to suggest the device caused or contributed to a death or serious injury. Corrected h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Load check images were not provided for review. There was a slight kink to the outer shaft. It is likely that this kink occurred while prepping the device for return or during the transportation back to medtronic. One nitinol crown was observed protruding through the polymer material at the distal end of the capsule. A factor that may cause nitinol crown protrusion is an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath). In this case, an unanticipated interaction between the capsule flare and the loading system likely caused the nitinol protrusion. Although it was reported that the loaders were not able to close the capsule, during the analysis, the capsule closed with no issues noted. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was received with a valve loaded within the capsule and the capsule partially open. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed with deformation and bent struts. The deployment knob retracted and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The handle and tip-retrieval mechanism were intact. The device was returned with the end cap/screw gear snap fit connected. There was a slight kink to the outer shaft. The inner member shaft and spindle hub were intact with no evidence of damage. One nitinol crown was observed protruding through the polymer material at the distal end of the capsule. An evolut pro+ 26mm valve was successfully loaded onto the dcs with no issues noted when closing the capsule and no capsule bend visible. After the successful loading of the valve onto the catheter, there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The reported event for difficult to close could not be confirmed in the analysis. The reported event for misload could be confirmed in the analysis as the original valve was deployed with deformation, however, a valve could be loaded and deployed without issue during the analysis. Conclusion: pending investigation completion select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while loading the valve, the loaders were not able to close the capsule of the delivery catheter system (dcs). A bend in the capsule was visually identified. Subsequently a new system was used. No adverse patient effects were reported.